Manufacturer narrative:
Investigation is not complete; report will be updated once completed. Trends will be evaluated. This event occurred in (B)(6).

Event description:
Allegedly the patient felt a pain and fell; femoral neck was broken.